Event description:
It was reported that the home patient (hp) noticed air in the line during fill. The hp needed to get the cassette in order to change it. There was nothing unusual noted about the supplies. The technical service representative (tsr) explained that the hp needed to dispose of all current supplies attached and start over with all new supplies. The tsr assisted the hp with ending the therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. ¿baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.